Event description:
Boston scientific crm received information that during the elective procedure to replace this patient's pacemaker, this atrial lead was surgically abandoned. It was revealed that in 2008, this lead had been exhibiting impedance measurements greater than 2500 ohms and elevated thresholds. Additionally, the patient was in chronic atrial fibrillatin (af). Therefore, the device had been programmed to vvir at that time.

Manufacturer narrative:
The lead will not be returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.